Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective right side stimulation post-implant. X-rays revealed no anomalies. The patient reported not experiencing any pain and she did not need stimulation at this time. Additionally, the physician wanted to give the patient more time to heal from the surgery. Follow-up identified a subsequent programming session was unsuccessful in restoring right side stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2014 to reposition the lead. During the surgery, the ep monitor showed the patient was receiving bilateral stimulation. However, post-operative testing indicated only right side stimulation was achieved. A follow-up programming session will be scheduled to address the issue.